Event description:
A hosp in (B)(6) reported that an iw952 cosycot infant warmer veers to the left when pushed. The hosp reported that one of the casters on the base is vertical. The hosp observed that the infant warmer was not steering properly prior to pt use.

Manufacturer narrative:
(B)(4). We will provide a f/u report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that an iw952 cosycot infant warmer veers to the left when pushed. The hospital reported that one of the castors on the base is vertical. The hospital observed that the infant warmer was not steering properly prior to patient use.

Manufacturer narrative:
(B)(4). Method: the returned base was pushed to test the movement and was visually inspected for damage. Results: the base veered to the left when pushed, confirming the reported fault. Visual inspection revealed that one of the circlip grooves on the base was damaged. A lot check revealed two other complaints of this nature for lot number 080107. Both of these complaints were reported by the same hospital and have since been replaced. Conclusion: the root cause of the damage to the base could not be determined, however it is likely to have been caused by impact damage. It is possible that this damage was caused by impact of the wheels with walls or uneven surfaces over time. Fisher & paykel healthcare is working with this hospital to replace the base.